Event description:
Olympus was informed that during a cystoscopy bladder tumor resection, the high frequency cable sparked, popped, and exploded into two pieces when current went through the cable. The procedure was successfully completed using a different device. There was no pt or user injury was reported.

Manufacturer narrative:
The device reference in this report was discarded and will not be returned to olympus for evaluation. The exact cause of the reported event could not be determined. However, the user facility reported that there was a tear noted on the insulation sheath of the cable, which likely contributed to the user's reported phenomenon. The instruction manual inspection and testing states: "inspect the cable. Visually inspect the cable and the plugs for irregularities on the surface. Damaged cable. Do not use a cable with brittle or defective insulation. Replace the cable."